Event description:
The customer stated a false (B)(6) result was generated on the axsym hcv v3.0 assay. A patient specimen generated a (B)(6) result of (B)(6) on the axsym but was (B)(6) on two architect instruments at another laboratory with results of (B)(6). Pcr testing was requested. No impact to patient management was reported.

Manufacturer narrative:
The customer had the sample tested by pcr and the result was (B)(6). The customer believed the non-reactive axsym result was correct. No returns were received for investigation. A retained kit of axsym (B)(6) version 3.0 reagent, list number 3b44-20, lot number 01026lf00 (same bulk material as 01026lf01), was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, sensitivity panels, core only, c100 only, 33c only and ns5 only were tested. All sensitivity panels showed that the analytical sensitivity of axsym (B)(6) version 3.0, list number 3b44-20, lot number 01026lf00 and therefore lot number 01026lf01 is within acceptable performance range. (B)(6) (B)(6) panels from zeptometrix (9041 and 9045) were used to assess the clinical sensitivity of axsym (B)(6) version 3.0, list number 3b44-20, lot number 01026lf00. Data obtained for (B)(6) panels from zeptometrix (9041 and 9045) were compared to manufacturer's data analyzed with axsym (B)(6) version 3.0. Lot number 01026lf00 detected the same first (B)(6) bleed for (B)(6) panels from zeptometrix 9041 and 9045. Based on these data it was shown that the sensitivity performance is not adversely affected. As part of our evaluation we have reviewed the complaint records for lot number 01026lf00 and associated sublots (e.g. 01026lf01). This review did not identify any problems relating to the customer's observation. Based on our evaluation, we have determined that axsym (B)(6) version 3.0 reagent, list number 3b44-20, lot number 01026lf00 and therefore lot number 01026lf01, are performing acceptably.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number (B)(4), axsym hcv v3.0, that has a similar product distributed in the us, list number (B)(4), axsym anti-hcv. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.